Manufacturer narrative:
Previously the manufacturer received information alleging the patient developed a cough. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. This notification was reviewed by the pms clinical expert due to the report that was received from a patient stating that he was awakened 4 times coughing and there was a smell of overheated electronics or ozone in his mask while using the device. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as a serious injury, as defined in 21 cfr 803.3(w). Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received a voluntary medwatch (mw5153002) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient developed a cough. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.